Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited noise oversensing resulting in inappropriate mode switch. No intervention was performed. The patient was stable.

Event description:
New information received noted that there was a recurrence of noise oversensing resulting in inappropriate mode switch on the right atrial lead on (B)(6) 2025.